Event description:
It has been reported to philips that the wired foot switch had intermittent operation. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and could not be reproduce the issue with wired footswitch. The system was returned to use in good working order. Later the issue reoccurred and as a proactive measure fse replaced the wired footswitch in that work order. The codes were updated based on the investigation outcome.